Event description:
It was reported that on 16 december 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted. On 1-year follow-up, a transesophageal echocardiogram (tee) showed a thrombus. The patient was started on eliquis, and the thrombus was resolved per imaging in (B)(6) 2024. On (B)(6) 2024, a computed tomography (CT) scan showed a 4mm leak around the device. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was reported on an unknown date during 90-day follow-up, imaging physician noted the amulet device had migrated from its original implant site. On 1-year follow-up on (B)(6) 2023, a transesophageal echocardiogram (tee) showed a thrombus on top of the amulet disc. There were no threads showing and the thrombus appeared long and string-like in nature. It was noted the patient was compliant with their anticoagulant therapy, dual antiplatelet therapy. The patient was started on eliquis. Tee imaging in (B)(6) 2024 noted the thrombus was resolved as well as a 4.6mm peri-device leak at the amulet lobe. It was then reported on (B)(6) 2024, a computed tomography (CT) scan confirmed a 4mm per-device leak around the amulet lobe. The patient status was reported as stable.

Manufacturer narrative:
An event of device migration and patient device interaction problem associated with residual shunt and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, a root cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.